Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012, then subsequently expired after the use of the product.

Manufacturer narrative:
Medical records were received on 06/06/2014, however; a comprehensive review is being processed. A follow up medwatch will be submitted within 30 days of receipt. This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR#: 1225714-2014-04954, 1225714-2014-04955, 1225714-2014-04956, 1225714-2014-04957, 2937457-2014-04958 and 2937457-2014-04959.